Event description:
It was reported that the vns patient passed away due to an opiate overdose and that vns did not cause the patient's death. The patient's son also reported that the autopsy report listed the cause of death as probable seizure associated with sudden death due to chronic seizure disorder due to encephalopathy and probable opiate overdose. Attempts to obtain additional relevant information have been unsuccessful to date.